Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 6.4 cm to 7.0 cm from the connector pin consistent with lead friction to the ICD can. The outer coil was expose at this location. This is consistent with the observation from the field of sensing noise. Other damages found were sustained during the surgical procedure.